Manufacturer narrative:
Result: user had removed motor, coupler and other components while attempting to repair the unit.

Event description:
It was reported by service report that the foot end lift would not raise or lower. The lift could not be electronically lowered to the lowest position. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.